Manufacturer narrative:
Further information from the healthcare facility indicated that the ventilator was not functioning properly, triggering multiple alarms. The ventilator was replaced, resulting in improved ventilation. Upon investigation, a very wet patient circuit and a saturated bacteria filter on the expiratory side were found. The patient circuit was removed, and a complete pre-use check was successfully performed. Ventilation was then tested using a dry test patient circuit, with no issues observed. A review of the ventilator log revealed multiple alarms indicating excessively high expiratory resistance, including "pressure delivery restricted," "peep high," and "airway pressure continuously high." High expiratory resistance prevents the patient from fully exhaling before the next breath is delivered, leading to an elevated peep value and potentially triggering a high continuous pressure alarm. Excess moisture in the patient circuit and a clogged bacteria filter can contribute to increased airway pressure. The bacteria filter should be replaced if expiratory resistance rises or after a maximum of 24 hours, whichever occurs first. In conclusion, the issue was caused by excess moisture in the patient circuit and a clogged bacteria filter, rather than a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).